Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation, undersensing was observed. Device to be monitored. Patient condition is good.